Event description:
Clinician states that their client was sitting in a chair next to the device and inadvertently rested her foot on the elevation control of the table, causing the table top frame to lower. The patient's leg became trapped between the top frame of the table and motor control, and the clinician was not able to stop the device in time to prevent injury to the patient's leg.

Manufacturer narrative:
Although we suggested that an armedica representative visit their facility and examine all the armedica tables for the purpose of assuring they were safe and operating properly, the facility declined and said they were confident they had now properly serviced the tables and would not have any more issues in the future.